Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one actual sample containing no fluid in the reservoir. The reported condition of a leak was confirmed. Visual examination of the unit noted evidence of fluid in the housing. A functional leak test was performed and the device was monitored for 24 hours. After the leak monitoring period, evidence of leak was detected at the welded area of the volume indicator port. The root cause was determined to be insufficient bonding; specifically, the volume indicator and port were improperly welded. Baxter also received two companion samples for evaluation. The first sample contained approximately 55 ml of fluid in the reservoir. Visual examination and functional testing of the unit noted no evidence of leakage or any other abnormality on the device. The second sample showed evidence of a leakage. Report 6000001-2012-07133 was submitted to address this additional condition. No repair was done, as these are single-use devices which will be discarded. No other observations were noted on the units.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an infusor leaked. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.